Event description:
Boston scientific crm received info that this dextrus atrial lead dislodged, due to twiddling. In a revision procedure, the lead was explanted and successfully replaced by a new lead.